Event description:
The follow up information received which clarified there was no issue with the leads. The implanting physician confirmed the leads had no anomalies. The patient has effective stimulation therapy and there are no plans for surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient will undergo surgical intervention at a later date for lead revision due to possible lead fracture. No additional information is available at the time. The patient received two scs leads with the same lot number. Date of event is unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.